Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation/inflammation that required medical intervention with a wound care specialist, cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 77-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2022. On (B)(6) 2025, the patient informed novocure that the prescribing physician had referred her to a wound care specialist due to skin concerns on the scalp that occurred on (B)(6) 2025. The patient noted the skin appeared more bruised with open sores, peeling skin, and raised bumps on the right side of the head. Optune gio therapy was temporarily discontinued. The images provided showed a raised, erythematous lesion with a central pale area accompanied by a second smaller lesion. Additional findings included yellowish crusting, small erosions in the vicinity of the lesions, and mild to moderate erythema throughout the scalp. Attempts were made to contact the prescribing physician for additional information; however, no response was received.

Manufacturer narrative:
Novocure received additional information on october 21, 2025, that the patient experienced significant skin irritation which resulted in extended time off optune gio therapy. On an unspecified date, the patient consulted a dermatologist, who performed a biopsy of the scalp. The biopsy results indicated squamous cell carcinoma. The patient was scheduled to meet with a surgeon to discuss mohs surgery. She anticipated being unable to continue with optune gio therapy for several months, therefore discontinued therapy. Novocure medical opinion is that the squamous cell carcinoma was not related to device use.